Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large black mark on the stress member near the plug area of a large volume intermate. This was identified before use. The device was filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on july 5, 2022- july 6, 2022. H10: the device was received for evaluation. A visual inspection was performed with the naked eye which observed a black particle which measured to be 0.25 square mm in size, embedded in the material of the stressmember plug. The black particle was not in the fluid path. An ftir test (fourier-transform infrared spectroscopy) was attempted, but the embedded particle was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the embedded particle could not be determined. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. Particulate matter (pm) not in the fluid path is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.